Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they reseated loose internal frame screw. In addition, customer damage to the iui port was found in connection to the reported allegation. This report is reportable based on the findings of customer damage to the iui port. A review of the device history record for sn (B)(4) was performed, which showed the device had a manufacture date of 03jun214 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device screw loose inside unit. Screw loose inside unit, can hear when you pickup unit, also minor cracks on outside. There was no additional information provided and no patient involvement.